Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated, exhibited an error message indicating a device malfunction and did not emit tones with magnet application.